Manufacturer narrative:
The complainant reported 'wound reopened - another complaint file - skin glue applied dos. As per image you can tell it's all opened.' Ams cannot confirm or deny that an ams device caused this event as no issues with the product have been found during investigation. Opticlose¿ rapid topical skin adhesive IFU states it 'should not be used in areas with high or increased skin tension, such as knuckles, elbows, or knees, unless the joint will be immobilized during the skin healing period or the skin tension has been decreased by application of another wound closure device (e.g. Sutures or skin staples) prior to application of opticlose¿ rapid topical skin adhesive. However, it is unclear whether the device was immobilised. Although medical intervention was not stated, as consult to plastic surgeon was required, this event is being reported.

Event description:
The complainant reported 'wound reopened - another complaint file - skin glue applied dos. As per image you can tell it's all opened.' Did the patient require any medical intervention/prescriptive medication as a result of this incident? Consult to plastic surgeon please provide details of the location on the body and description of any injury potentially caused by the device? Total joint- shoulder what was the condition of the skin prior to application? No issues were any skin preps used on the patients skin? Chloraprep- at time of surgery how long after the application of the adhesive did the dehiscence occur? Before follow up appointment- couple day has the patient recovered? Ongoing.